Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that patient condition likely contributed to the event due to anatomical complications stemming from a mixed etiology, such as a p1/p2 flail and large annulus, which caused significant tension. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure a single leaflet device attachment (slda) occurred after release of the first device. Starting mitral regurgitation (mr) was severe. This case was already considered multi-device strategy planning to implant three devices. There were anatomy complications as patient had a mixed etiology with a large annulus and a p1/p2 flail. Grasping of the first device in p1/a1 seemed good. The second device was prepared as there was still mr grade 3. While steering down to the valve it was seen the first device detached from the anterior mitral leaflet. With the next two devices the physician stabilized the detached device. Post-procedural mr was moderate-severe grade 3. The patient was in stable condition. Physicians discussed a further treatment to surgically replace the valve.